Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 74,4cm distal from the hub, the hypotube of the device was kinked. Additionally, the shaft was flattened from collar to 36,6cm and from 38,4cm to 39,9cm from collar including tip. Microscope inspection noticed a partial collar and shaft separation.

Event description:
Reportable based on device analysis completed on 30sep2025. It was reported that the device could not cross the lesion. The target lesion was located in the left anterior descending artery. A 6f long guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that the device could not cross due to calcification. The procedure was completed with a different device. There were no complications reported, and the patient was good post procedure. However, device analysis revealed that a partial collar and shaft separation occurred.